Event description:
It was reported that during use of the percutaneous thrombolytic device, the physician passed the catheter through the anastamosis of the graft, and rotated for 5 seconds when the basket separated from the cable. Surgical removal of the basket was performed. There were no add'l complications.

Event description:
It was reported that during use of the ptd, the physician passed the catheter through the anastamosis of the graft, and rotated for 5 seconds when the basket separated from the cable. Surgical removal of the basket was performed. There were no additional complications.